Event description:
The technician alleged the cardio pulmonary resuscitation is not functioning. No injury reported.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve and the head down valve to resolve the issue.